Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to a fall. It is unknown whether the fall was device related. Intermittent loss of capture, increasing pacing thresholds and increasing pacing lead impedance was observed on the right ventricular lead. The lead was capped and replaced (B)(6) 2018. The patient's condition was stable after the procedure